Event description:
An intra-ocular lens was implanted. The surgeon noted that the lens had a concretion or "crud" on it when placed in the eye - surgeon then replaced it, but patient was in or for additional 45 minutes while more visco elastic agent was found to finish case. Patient has corneal swelling but vision is improving: full extent of recovery will take about 3 months.